Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6). Calibration and qc were in range on the dates of the measurements. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device. The investigation determined that a general reagent or analyzer problem was not present because the qc prior to the event was within ranges.

Event description:
There was an allegation of a questionable elecsys hbsag ii result from the cobas e 411 analyzer (disk system) for four patients. Patient 1's initial result on (B)(6) 2026 was 4370 coi (reactive). The first repeat result was 3.40 coi (reactive). The second repeat result was 4311 coi (reactive). Patient 2's initial result on (B)(6) 2026 was 2613 coi (reactive). The first repeat result was 2.210 coi (reactive). The second repeat result was 2751 coi (reactive). Patient 3's initial result on (B)(6) 2026 was 1.630 coi (reactive). The first repeat result was 0.349 coi (non-reactive). The second repeat result was 0.364 coi (non-reactive). Patient 4's initial result on *(B)(6) 2026 was 2.420 coi (reactive). The first repeat result was 6148 coi (reactive). The second repeat result on (B)(6) 2026 was 5750 coi (reactive)..